Event description:
During surgery a tip of a suction device fell of in the pt's chest. The tip was retrieved without any adverse event.

Manufacturer narrative:
Device eval anticipated but not yet begun. Device is in transit.